Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr installed pm kit and ran diagnostics test on vela unit. The unit performed in specifications and tested good.

Event description:
The customer reported that the vela ventilator is making clicking noise on inspiration. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.